Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Blood glucose was "high" on the cgm graph. Customer administered a manual injection to address the elevated blood glucose. Customer reverted to manual insulin therapy.